Event description:
The customer reported that during procedures, partial image loss was observed and thought to be due to a loose contact. The issue occurred on and off during laparoscopies and arthroscopies. No specific dates were known. The intended procedures were completed using the subject device. There was no harm or user injury reported due to this issue. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the image would disappear. This report is being submitted for the malfunction found during evaluation (image disappears).

Manufacturer narrative:
During inspection and testing, the no image issue was found to be due to a faulty cable. In addition, service found the video cable was damaged due to physical / chemical stress, and the adapter was decentered and corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.